Event description:
As reported, two (2) 6/7f mynx control vascular closure devices (vcd) were used on the patient who started bleeding out of both sites 5 minutes after successful prep, deployment and pressure held. There was no reported patient injury. The product was stored as per the instructions for use (IFU) and the deployer is a trained user. Right common femoral artery (cfa) antegrade access along with a left cfa retrograde access was done to intervene on right tibial. Last dose of 1000 of heparin was administered at least an hour prior to closure. The devices are expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, two (2) 6/7f mynx control vascular closure devices (vcd) were used on the patient who started bleeding out of both sites 5 minutes after successful prep, deployment and pressure held. There was no reported patient injury. The product was stored as per the instructions for use (IFU) and the deployer is a trained user. The mynx vcd was used in an interventional procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, with little presence of pvd/calcium in the vicinity of the puncture site. There were no issues noted during balloon retraction/button#2 step. Bleeding was noted five minutes after sealant deployment/device removal, with significant oozing immediately upon removal of the device. Heparin was used as an anticoagulant, with the last dose of 1000 at least an hour prior to closure. The act and patient's inr during the procedure were unknown. It is also unknown if fingertip compression was maintained on the skin during removal of the device. Right common femoral artery (cfa) antegrade access along with a left cfa retrograde access was done to intervene on right tibial. The devices were not retained for evaluation. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2421901 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event since patient related events cannot be duplicated in a lab, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, especially since it was reported that heparin was used and there was calcium in the vicinity of the puncture site. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.